Event description:
It was reported that during unpacking of a 2.50x18mm xience proa, it was noted that the stent implant was missing. The device was not used and there was no patient involvement. Another xience was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to filing the initial report the following additional information was received from the account: the physician handled the device with bloodied gloves. The device was noted with a missing stent implant, but the physician decided to inflate/troubleshoot the stent-balloon a little to make sure as he had noticed a visible imprint of the stent implant on the balloon. The device was never inserted into the patient anatomy, the troubleshooting was all performed outside of the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported component missing was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there were crimp marks visible on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 2.50x18mm xience proa, it was noted that the stent implant was missing. The device was not used and there was no patient involvement. Another xience was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.